Event description:
During tha with CT based navigation, prism at the opposite side from the instrument and tracker attached was fallen when the surgeon impacted the cup. The crack was found at the welding of the intact prism side. The surgery was complete used other positioner.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If additional info becomes available, then it will be submitted in a supplemental report.